Manufacturer narrative:
Product event: 702640400. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient experienced wound dehiscence post-operatively. The total number of patients and type of procedures are unknown. There was no allegation of product deficiency reported. It is unknown if what interventions were needed for the patients. The number of patients effected is unknown; therefore, this record will report the patients as a whole and no other records will be created.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.